Event description:
It was reported that a pelvic floor reconstruction procedure was performed in 2006. During the procedure, the needle carrier was nonfunctional. No other info was available. An evaluation of the returned capio open access device showed that the needle carrier was fractured. Although the root cause of the failure cannot be determined, it is possible that the device failed when the carrier was hit against a hard surface. The investigation did not reveal any anomalies or out of specification, conditions that caused or contributed to the failure.

Manufacturer narrative:
An evaluation of the returned capio open access device showed that the needle carrier was fractured. Although, the root cause of the failure cannot be determined, it is possible that the device failed when the carrier was hit against a hard surface. IFU at warning advise that the suture capturing device is not intended to be used to drive a needle into or through a bone.